Manufacturer narrative:
The pump and catheter were returned and analysis found no significant anomalies related to the root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen(2000 mcg at 221.3 mcg/day) via an implantable infusion pump. It was reported that the patient's mother felt like her son had better efficacy early on. According the mother the dose was apparently decreased prior to surgery and the patient's spasticity got worse. No known date was given. A catheter access port aspiration was performed on (B)(6) 2018 and the catheter was found to be patent and flowed with ease. The patient's entire system was explanted regardless on (B)(6) 2018. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the device manufacturer representative would be returning the catheter and pump for analysis once they were released from the hospital. It was unknown if the issue had been resolved at the time of this report. The patient was noted as alive with no injury.